Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon attempting to run the atrial capture test, the device exhibited a message stating communication was lost. The ventricular and atrial capture and sensing tests could be runned without issues. The device was attempted to be tested in ddd mode and in aai mode but communication was lost in both modes. No additional information was available at this time.

Event description:
New information reported stated that on (B)(6) 2016 the device was explanted and replaced. No additional information was reported.